Event description:
Rptr worked as an independent contractor for a businessman. Rptr went to various doctors' offices to perform diagnostic tests. The businessman did the billing for the services. The equipment used was faulty. During the exam his machine did not have color and the doppler stopped working. Businessman still billed pts for services that the customers did not get. He ordered tests that were not needed.